Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported difference between sensor glucose and blood glucose values, bent sensor. The customer was treated with insulin via a syringe. The event involved product(s) mmt-7020c4. Troubleshooting was performed for sensor glucose versus blood glucose. The customer reported blood glucose value of 33 mmol/l. The customer reported sensor glucose value of 3.4 mmol/l. The customer noticed that the difference between sensor glucose and blood glucose was more than 30%. Troubleshooting was performed for high blood glucose, the customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for bent sensor, advised the customer to replace the sensor. No further patient complications were reported. The customer discontinued to use the sensor. Mmt-7020c4 was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Following our receipt of the one returned used sensor and performed a visual inspection and checked for physical damage and found sensor flex bent sensor then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings place sensor under microscope and platinum overgrowth damage at the reference electrode and corrosion at the gold trace counter electrode. See attached file for details. In summary, the customer complaint of sg vs. Bg event and sensor flex damage was confirmed. Sensor failed for high readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.